Event description:
It was reported an alert for high out of range hv lead impedance was observed. Tech services discussed if a svc set screw issue was present. The rep will be looking to schedule a follow up appointment for a chest x ray. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.